Event description:
The customer reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to remove a case from the pump, inspect the pump and pneumatic tap area, and clean it using an alcohol wipe or lint-free cloth. After removing the o-ring from the pneumatic tap and successfully reloading the cartridge, the customer was able to resume insulin therapy without further assistance.